Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor indicated that when he went to staple the jejunojejunostomy, when he pressed the firing trigger it became difficult to fire. Once he removed the device, he realized it had cut, but not stapled. The surgeon then had to quickly suture the bowel.